Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient reported an irritation on her back and another irritation appearing as an open area on the left side. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed voltaren. Follow up indicated that the irritation has improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient reported an irritation on her back and another irritation appearing as an open area on the left side. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed voltaren. Follow up indicated that the irritation has improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.